Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
It was reported that the patient experienced a loss of osseointegration. Subsequently, the device was removed on (B)(6) 2018. It is unknown if the patient was reimplanted with another device as of the date of this report.